Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 51-year-old female patient who had essure (batch no. A73746, 12545934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee arthroscopy on (B)(6) 2012, knee injury and rotator cuff syndrome. Concurrent conditions included obesity, hypertension, tingling, paresthesia and venous insufficiency (no treatment). Concomitant products included naproxen sodium for pain as well as morphine since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On (B)(6) 2017, the patient experienced injury ("other injury or complications"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain, lower back pain"), hot flush ("hot flashes"), night sweats ("night sweats"), abdominal pain lower ("lower abdomen pain") and pain in extremity ("right leg pain"). The patient was treated with surgery (robotic bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, menorrhagia, pelvic pain, abdominal pain lower and pain in extremity had resolved, the vaginal haemorrhage, migraine, headache, weight increased, hot flush, night sweats and injury outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, injury, menorrhagia, menstrual disorder, migraine, night sweats, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 258 lbs. Insertion details: procedure details: the endometrial cavity was visibly normal. Both tubal ostia were clearly seen. Essure coils were then introduced into the fallopian tubes. Four coils were visible on the right and 4 coils remained on the left removal details: the fallopian tube was then followed all the way to the cornua of the uterus and the essure coil was isolated. The essure coil was then gently pulled and extracted from the uterine cavity. The same technique was applied to the contralateral side. To identify where essure device is being retained:pathology report stated it must be saved for legal purposes. Location unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded . (B)(6) 2017: surgical pathology reportsurgical pathology report: the larger measures 10 cm in length and 0.8 cm in width. There are multiple paratubal cysts present with the largest measuring 2 cm in greatest dimension. There is a metallic coil present at the proximal end of the tube. The second fallopian tube with fimbriated end is present in 2 segments with the combined dimensions of 8 cm in length and up to 0.8 cm in width. There are multiple paratubal cysts present the largest of these measuring 0.5 cm in greatest dimension. There is also a metallic coil present in one of the segments. (B)(6) 2013: hysterosalpingogram (hsg): the implants were noted to be positioned appropriately. The instillation of contrast fluid showed a normal shaped uterus and blockage of bilateral fallopian tubes with no spillage on either side. (B)(6) 2013 (per mr) hysterosalpingogram impression: the implants were noted to be positioned appropriately. The instillation of contrast fluid showed a normal shaped uterus and blockage of bilateral fallopian tubes with no spillage on either side. Lot numbers and exp/MFR dates 12545934 aug2015 / sep2012. A73746 nov2015 / nov2012 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 51-year-old female patient who had essure (batch no. A73746, 12545934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included knee arthroscopy on (B)(6) 2012, knee injury and rotator cuff syndrome. Concurrent conditions included obesity, hypertension, tingling, paresthesia and venous insufficiency (no treatment). Concomitant products included naproxen sodium for pain as well as morphine since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On (B)(6) 2017, the patient experienced injury ("other injury or complications"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain, lower back pain"), hot flush ("hot flashes"), night sweats ("night sweats"), abdominal pain lower ("lower abdomen pain") and pain in extremity ("right leg pain"). The patient was treated with surgery (robotic bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, menorrhagia, pelvic pain, abdominal pain lower and pain in extremity had resolved, the vaginal haemorrhage, migraine, headache, weight increased, hot flush, night sweats and injury outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, injury, menorrhagia, menstrual disorder, migraine, night sweats, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 258 lbs. Insertion details: procedure details: the endometrial cavity was visibly normal. Both tubal ostia were clearly seen. Essure coils were then introduced into the fallopian tubes. Four coils were visible on the right and 4 coils remained on the left removal details: the fallopian tube was then followed all the way to the cornua of the uterus and the essure coil was isolated. The essure coil was then gently pulled and extracted from the uterine cavity. The same technique was applied to the contralateral side. To identify where essure device is being retained:pathology report stated it must be saved for legal purposes. Location unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded. (B)(6) 2017: surgical pathology reportsurgical pathology report: the larger measures 10 cm in length and 0.8 cm in width. There are multiple paratubal cysts present with the largest measuring 2 cm in greatest dimension. There is a metallic coil present at the proximal end of the tube. The second fallopian tube with fimbriated end is present in 2 segments with the combined dimensions of 8 cm in length and up to 0.8 cm in width. There are multiple paratubal cysts present the largest of these measuring 0.5 cm in greatest dimension. There is also a metallic coil present in one of the segments. (B)(6) 2013: hysterosalpingogram (hsg): the implants were noted to be positioned appropriately. The instillation of contrast fluid showed a normal shaped uterus and blockage of bilateral fallopian tubes with no spillage on either side. (B)(6) 2013 (per mr) hysterosalpingogram impression: the implants were noted to be positioned appropriately. The instillation of contrast fluid showed a normal shaped uterus and blockage of bilateral fallopian tubes with no spillage on either side. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2013 and removal date updated to (B)(6) 2017. Lot number (a73746, 12545934) added. Concomitant medications added. Events abnormal bleeding (vaginal), fatigue, migraines, headaches, pain, weight gain, hot flashes, night sweats, other injury or complications, lower abdomen pain and right leg pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and menorrhagia ("prolonged menses"). The patient was treated with surgery (patient underwent a bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: fallopian tubes were bilaterally occluded. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.